Manufacturer narrative:
This device was explanted on (B)(6) 2019. Upon receipt, the device interrogation confirmed the eos battery status, detected on (B)(6) 2019. The device was implanted for 85 months and 29 charging cycles were recorded in the devices memory. Subsequently, the current consumption of the ICD was analyzed and found to be normal. However, the battery status eos was not as expected. The ICD was subjected to an electrical analysis. First, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. However, the charging time was found to be longer than expected. In a next step, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. There was no indication of a malfunction. The overall current consumption of the module was directly measured and proved to be normal. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the analysis of the inner assembly an elevated internal battery impedance was identified. It is reasonable to assume that the increased impedance has led to a temporary voltage drop and therefore to the clinical observation.

Event description:
After an implantation period of approx. 85 months, it was reported that the device switched to eos status.